Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. The may 2007 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. A device history record review is in progress. Results of the device history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation that a pt underwent a therapeutic hydrothermal ablation procedure in 2007. During the last 15 seconds of the procedure the pt suffered from a valsalva reaction. The case was considered complete and thought to be successful. Post procedure revealed a burn (characteristics and location unk). We were unable to obtain any add'l info after making several attempts. No further info forthcoming.